Event description:
Medtronic silhouette infusion sets from lot 5350768 have repeated occurrences of failure starting from (B)(6) 2022 and again on (B)(6) 2022. Manufacturer has not offered to replace remaining medical devices associated with this manufacturing lot. Product issue is due to kinking of the infusion set tubing, leading to insulin not being delivered to the patient and resulting in severe hyperglycemia events that require emergent response using an alternate means of insulin delivery, such as a syringe. FDA safety report ID # (B)(4).